Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the use of the device was discontinued as the customer alleged of a blank display and was not turning on. The customer wore the insulin pump last time on (B)(6) 2025. The insulin pump was returned for analysis.

Manufacturer narrative:
No blank display noted. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to test for environmental-exposed to magnetic field or MRI (unable to perform the displacement test and the dat) due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly no damage noted on the force sensor or on the motor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump was received with a minor scratched display window, scratched case and pillowing keypad overlay. Unable to list the daily total of all insulin delivered on the event date (B)(6) 2025 and the 7 days prior to that date due to download anomaly/flashing medtronic logo. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date (B)(6) 2025 due to due to download anomaly/flashing medtronic logo. Unable to perform the history review 1 week prior to the (B)(6) 2025 due to download anomaly/flashing medtronic logo. Unable to generate the power management graph due to download anomaly/flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on the pcba 2. Pump failed to download history files/traces and unable to perform the carelink upload due to flashing medtronic logo. Unable to perform the functional test due to flashing medtronic logo. Harm reported with no reported allegation of a device malfunction unknown. Display anomaly-blank display not confirmed. Display anomaly-flashing mdt logo confirmed. Environmental-exposed to magnetic field or MRI unknown. Damage confirmed (found at the front of the pump). No current code/category confirmed (unable to upload/download confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. Cause of death was lupus. Other relevant history, including preexisting medical conditions lupus. The customer was falling a lot for a year and had to go to the emergency room for the falls. The pump was not worn at the time of passing. The last known product(s) for this customer are as follows: mmt-441ag, mmt-342, mmt-1884l. The pump went through magnetic resonance imaging and stopped working. No product return is required for mmt-441ag. No product return is required for mmt-342. The customer was instructed to discontinue device use. Mmt-1884l was requested and customer response was the device will be returned.